Manufacturer narrative:
The impella device has not been returned by the customer for evaluation. Upon conclusion of the investigation, a supplemental report will be submitted with a summary of the results.

Event description:
A user facility reported that following impella cp implant, no placement signal waveform appeared on the automated impella controller (aic). Placement signal not reliable alarms subsequently appeared coinciding with controller failure alarms. The aic was replaced and no further issues were noted. There was no patient harm.